Event description:
Physician was attempting to recoil the wire back however it sheared going back through the needle and a small fragment of the inner core of the guidewire was stuck in the parenchyma. The physician tried to find the piece but was unable to locate. This resulted in increased operating time. It was decided that the patient would be seen by interventional radiology the next day. Unfortunately, interventional radiology was also unsuccessful in retrieval. Patient will be going for an open procedure to attempt removal of foreign body.